Event description:
The patient reported significant pain associated with swallowing and speaking following device implantation on (B)(6) 2025. The patient did not want the device settings/stimulations adjusted, per the patients request, the device was explanted on (B)(6) 2026.